Manufacturer narrative:
Although requested, the device was not returned for evaluation yet. A review of the DHR did not find any non-conformities related to the reported product problem. The DHR review, the trend analysis, the risk analysis and the review of the IFU were considered as acceptable. No further product problems were registered with the affected lot. Based on the provided information, user-related factors such as handling or loading techniques might have contributed to the product problem. Although requested, no information regarding the used instruments such as the injector/loader was provided. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.

Event description:
A facility representative reported that when the doctor went to use reform ctr they realized that no eyelet on one end of the ring and she was unable to use it.